Event description:
The pt was having a right bunionectomy with osteotomy and internal fixation when the surgeon was drilling into the bone with a synthes drill and the drill bit broke off in the medullary canal of the metatarsophalangeal joint. This was confirmed with intraoperative fluoroscopy. The drill bit was unable to be removed by the surgeon. Dates of use: (B) (6) 2010. Diagnosis or reason for use: internal fixation for bunionectomy.